Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a patient underwent the implants removal procedure on (B)(6) 2022 due to suspected peri-plantar infection. Antibiotic therapy was needed. The patient is currently hospitalized due to the infection resulting from osteosynthesis of the right calcaneus due to an open fracture. The original implantation was done on (B)(6) 2022. This report is for one (1) ti locking calcaneal plate short-right this is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 441.622, lot: 1l59822, release to warehouse date: 24 sep 2018, manufacturing site: werk mezzovico, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.